Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she noticed the high readings a month ago. The patient mentioned that she obtained a 163 mg/dl at an unspecified time and did not exhibit any symptoms. On (B) (6) 2010, at around 11:30 am, the patient went to the physician's office and was treated with glucose tablets/glucose gel. The patient was not tested on another device. A quality control test was not done since the patient did not have any control solution. Product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether the patient continued to take her diabetes regimen on a regular basis due to the reportedly high readings, and verify whether the patient was tested on the physician's meter prior to be treated with glucose tablets/glucose gel. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, she had to seek medical attention and had to receive glucose tablets/glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.